Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had an allergic reaction to the lifevest. Shortly after being fit with the device the patient broke out in hiven under his garment on his torso and neck. The lifevest was reportedly removed by the hospital and the patient received an ICD shortly afterwards.